Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the insulin gauge was intermittently inaccurate. There was no reported impact to the customer's blood glucose. Reportedly, the customer continued using the existing cartridge for insulin therapy.